Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified no tears in the balloon material. The returned device was loaded onto a 0.035inch size guidewire and attached to an encore inflation unit. Positive pressure was applied, and a balloon pinhole leak was noted at the proximal edge of the proximal transition zone in the balloon. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon leak occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for treatment. However during procedure, there was a contrast leaking outside the balloon into the vessel. The procedure was completed with another of same device. There were no patient complication reported.

Event description:
It was reported that a balloon leak occurred. A 12.0 x 40, 75cm gladiator elite balloon catheter was advanced for treatment. However during procedure, there was a contrast leaking outside the balloon into the vessel. The procedure was completed with another of same device. There were no patient complication reported.